Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that all of the keys on the keypad had a delayed response. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as keypad has a delayed or intermittent output. The cause of the condition was the processor pcb. The processor pcb required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device's all of the keys on the keypad had a delayed response. No additional information is available.